Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap sleeve gastrectomy procedure, as the knife advanced some tissue was cut and not stapled. The healthcare professional noted that staples were formed at the start of the cut, then the staples were misformed and the remainder of the division appeared to have no staples in it. The staple line was incomplete at the distal end. The staple line was fixed byre-stapling the tissue where the staples were not formed. There was no injury to the patient or extended hospitalization required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.